Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 424 mg/dl reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Additionally, customer was not not properly removing residual air and wearing the cartridge tubing facing up. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.